Event description:
It was reported that there was difficulty retracting the pta balloon dilatation catheter through the sheath after being used in the subclavian vein. The balloon catheter and introducer sheath were removed together as a unit. A second pta balloon dilatation catheter was used with the same result. A third pta balloon dilatation catheter was used to complete the procedure. There was no report of injury to the pt.

Manufacturer narrative:
A review of the device history records could not be performed as the lot number for the device is unk. The device was not returned and images were not provided; therefore, a sample evaluation could not be performed. The result of the complaint investigation is inconclusive. According to the instructions for use (IFU), this balloon catheter requires an 8f introducer sheath. A 7f introducer sheath was used in this procedure and likely caused or contributed to the failure to retract the balloon catheter. The current IFU states: apply negative pressure to fully evacuated fluid from the balloon. Confirm that the balloon is fully deflated under fluoroscopy. Precautions: if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. The minimal acceptable french size is printed on the package label. Do not attempt to pass the pta catheter through a smaller size sheath introducer than indicated on the label. Note: this is the same pt and same procedure as manufacturer report number 2020394-2010-00346.